Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: g2 (health care professional must be selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: there was no trace of water immersion and there was no problem in the power supply. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an endoscopy procedure, the evis exera iii video system center generated sparks inside the device. There were no delays with the procedure and no reports of patient harm. The customer continued with the procedure with the same set of equipment and closed the room.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed due to no sparks were detected. The device evaluation found a decolored front panel, a defective video socket, and a recommendation for a software update to 3.01. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.